Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "the screen for the module said battery discharged" and then the screen turned off as did all of the channels. Patient was on levophed of 30mcg/min and propofol of 70mcg/kg/min. Patient immediately became hemodynamically unstable." The customer reported that there was no harm.

Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "the screen for the module said battery discharged" and then the screen turned off as did all of the channels. Patient was on levophed of 30mcg/min and propofol of 70mcg/kg/min. Patient immediately became hemodynamically unstable." The customer reported that there was no harm.